Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, moisture damage was found on the motor and vibrator tube assembly. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 130 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they fell into the pool while wearing the insulin pump. Customer advised the display screen went blank immediately after being exposed to moisture. Customer advised the display screen was cracked on the other side of the screen. Customer advised there was fluid under the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.